Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 8 months post implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, the patient was seen routinely for follow up, and a computed tomography scan revealed that the middle of the bifurcated device appeared to be stenosed. The patient is known to have arterial disease. The physician elected to perform angioplasty which corrected the issue, no additional devices were needed. The patient was reported to be doing good.